Event description:
The patient underwent a sling procedure in 2005. On post operative day 71, mesh exposure was noted. Hormonal therapy was prescribed but did not resolve the exposure. A surgical repair of the exposure was scheduled for 2006.